Manufacturer narrative:
Device used for off label indication of tourette¿s. Concomitant medical products: product ID: 3387s-40, lot# v014191, implanted: (B)(6) 2006, product type: lead. Product ID: 3387s-40, lot# v014191, implanted: (B)(6) 2006, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient was implanted for tourette¿s symptoms and new to the healthcare provider¿s (hcp) practice. One week prior to the report the patient had increasing ¿tic¿ symptoms, but was not back to his baseline before implant. Prior to any current changes, the hcp saw an out of regulation (oor) message on the left brain. When the hcp attempted to increase the left brain by 0.3 milliamperes in constant current, she saw an oor message as well. The hcp attempted to increase the left brain first, which continued to show an oor message, and was able to increase the right brain without any issue. The impedances were measured, even with patient head movement, and were within the normal range. It was noted that when the patient was seen four weeks prior to the report they were having the same issue. During the report the patient noticed persistent symptoms on the right brain, so the hcp reprogrammed both brains down to 4.8 millivolts; he had arrived at 4.8 milliamperes on both sides, and increased his frequency. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.